Event description:
Customer called to report high bg's (404 to 497 mg/dl). Patient treated high bg with injection. Was able to activate new pod. Returned suspect pod for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.